Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first started on (B)(6) 2012 at 8am. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported on (B)(6) 2012 she did not take her usual walk at 7am. The patient reported on (B)(6) 2012 at 12pm, she developed symptoms of "high pressure, anxiety, shaking and had a headache." The patient denied receiving any medical intervention in response to the symptoms. At the time of troubleshooting, the cca was able to assist the patient with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test due to the alleged issue, therefore delaying treatment, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.